Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and unable to sit or stand for extended amount of time. Medical records reported that patient had left revision with squeaking, adverse local tissue reaction, the cup was vertical and lateralized at 60 degrees of abduction or more, foot drop and extensor weakness. MRI reportedly showed a fluid collection to the left of the left greater trochanter. Revision surgical note reported metal-on-metal hypersensitivity and metal staining of the greater trochanter. Lab results for metal ions less than 7 parts per billion. Cup added for malposition, part/lot updated. The complaint was updated on: may 3, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/19/2016: litigation received. There are no new allegations at this time. A doi was provided. There is no new information that would change the existing investigation.this complaint was updated on: 1/25/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.